Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient just had bladder pacemaker put in yesterday and it had been working fine but last night patient was not feeling it, so caller increased it a few steps, however caller thought they were playing jumped and knocked his hand. It would not sync this morning. The caller was instructed to sync during the call and patient programmer (pp) showed stim was off. They turned stim on and patient felt stimulation. Patient was on program 2 at 2v. Patient was advised to follow up with healthcare provider (hcp) if problem did not resolve. There were no further complications that have been reported as a result of this event